Event description:
It was reported that this right atrial (ra) lead exhibited 3.5 at .4 volts post revision. In addition, the patient complained of stimulation on the right side of the chest. Physician reprogrammed and continue monitoring for one week. This ra lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.